Event description:
It was reported that a patient presented remotely with a pacemaker exhibiting longevity overprojection and a left ventricular lead exhibiting elevated thresholds. Device changeout was discussed but not yet scheduled. The situation would be further monitored. No patient consequences reported. Related manufacturer reference number: 2017865-2022-08025.